Event description:
During the implantation of a left ventricular assist device (lvad), it was reported by the vad coordinator that after inflow graft had been preclotted with tisseel and the lvad pump was primed with saline and inserted into the pt, it was then noted that the inflow graft appeared to be leaking and air entrained in the left ventricular. The surgeon placed bone wax around the leaking spot and the air entrainment stopped, de-airing was completed and there were no further issues.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.